Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding potential causes of hypoglycemia as well as ways to prevent it. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 20-may-2026 and forwarded to millyard advanced medical products, llc on 25-may-2026. The user reported that they experienced a severe hypoglycemic event on 10-may-2026. The user reported that at the time of the event, they were working at a hospital and performing heavy labor. The user reported that their blood glucose decreased to 42mg/dl and they experienced dizziness and felt close to losing consciousness. Emergency medical services were called and the user was sent to the emergency room where they received nasal based glucagon. The user remains ongoing on their twiist pump.